Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, after the third sealing completion, the tissue was resected with a knife, but the knife did not return. The knife returned after somehow touching it, so it could be used as is and the operation was completed. The knife blade did not protrude beyond the edge of the jaws and knife blade was not exposed. The jaws were cleaned every time it was returned to the scrub nurse. There was no patient injury. Photo showed dents on the device.

Event description:
According to the reporter, during procedure, after the third sealing completion, the tissue was resected with a knife, but the knife did not return. The knife returned after somehow touching it, so it could be used as is and the operation was completed. The knife blade did not protrude beyond the edge of the jaws and knife blade was not exposed. There was no patient injury. Photo showed dents on the device.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the eschar build-up in the jaws of the device. Functional testing found that the cutting blade movement is hindered by eschar build-up on the blade and in the knife track. While the movement was poor, the knife cut of the device was tested on a silicone test strip with acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. It was reported that the knife blade did not retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device stopped working and the device has cosmetic damage. The reported issues could not be confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.